Event description:
Info was received in march 2004 regarding a pt, who was a victim of flame burns during an automobile accident. The pt sustained 80% total body surface area burns. In 2003, a total of 48 epicel grafts were applied to the anterior trunk. The pt did not receive any additional grafts due to repeated episodes of sepsis. The pt died in march 2004 of multi-system organ failure. The reporter considered the adverse events, and pt death, not related to the use of epicel. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.